Manufacturer narrative:
Investigation outcome: it was reported the device produced multiple "external flow sensor failure" and "check flow sensor tubing" alarms. Hamilton medical ag has not received the device for investigation. However, the technician on site provided the following information. The "tubing" was checked and swapped with new tubing and the alarms continued for approximately 30 seconds at a time, every 1-2 minutes, despite patient continuing to be ventilated during this time. When alarming, the device "would give blank readings, extremely low readings and extremely high readings in all parameters, and then when not alarming, all readings were in normal, expected range. Etco2 reading on this patient remains consistent during entire ~30 minute transport." The technician on site could not reproduce the issue after performing service software tests, but they suspect a faulty flow sensor was causing the issue. Device is functioning properly. This case is considered as closed.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
Multiple alarms of "external flow sensor failure" and "check flow sensor tubing". Tubing was checked and swapped with new tubing and alarms continued for approximately 30 seconds at a time, every 1-2 minutes, despite patient continuing to be ventilated during this time. When alarming, would give blank readings, extremely low readings and extremely high readings in all parameters, and then when not alarming, all readings were in normal, expected range. Etco2 reading on this patient remains consistent during entire ~30 minute transport.